Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lobectomy of liver , the surgeon fired the device to mhv, lhv and a thin blood vessel altogether. The specimen side was stapled and resected properly, however, the patient tissue was not stapled. UDI number is not available. The event occurred in use for patient. The procedure was completed with manual suturing. There was tissue damage. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received as follows: the product will be returned for investigation. There was no reinforcement material used in conjunction with the stapling device. The patient is last known to be under observation. The device was not reprocessed or re-sterilized prior to use. There no photos available yet. There was no poor staple formation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of post market vigilance (pmv) received on two (2) photographs. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the photograph provided. There is one handle and one reload showing no abnormalities. The top frame of the photo shows the bottom side of the reload anvil. The I-beam is at the far proximal end. The bottom frame of the photo shows a side view of the reload with its jaws open. The cartridge is fully fired and there are some sub-flush pushers visible. Without the physical product, there is not enough evidence to confirm the complaint. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.